Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers had failed as it was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) stated that unable to fix due to the back panel been lock and the customer could not find the keys. Good faith attempts were made to get the additional information from fse, but no responses were received. Additional information will be added to the record if and when the information is received.